Event description:
Information was received that a smiths medical tracheostomy tube had five cannulas of the lower shaft discolored and rough after two weeks of use. No reprocessing measures had been taken.

Manufacturer narrative:
Evaluation results: one used bivona tracheostomy tube was returned for investigation without its original packaging inside a ziploc bag. Visual inspection was performed at 12 inches under normal conditions of illumination to detect for any contamination on the unit. The investigator observed that the sample was contaminated with yellow spots. The substance was wiped away with a towel. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided in the complaint description, it is most likely that the unit was contaminated once it left the manufacturing facility.

Manufacturer narrative:
Device evaluation: analysis details: attachments tab for complete investigation in-0025808~cc-0024896 five (5) samples were received from p/n 60p055 l/n 3502385, 3537952, 3396435 and 3567282. The samples were in used condition. During visual inspection it was observed that the sample was contaminated with yellow spots. Based on the information provided in the complaint description, the customer reported condition was confirmed. Problem source most likely that the unit was contaminated once it left shm since manufacturing performs a 100% inspection of the device for contaminations in different parts of the process and quality performs an inspection on a representative sample of each lot.